Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of axatilimab, the pump alarmed "critical error" which could not be stopped by the clinician. There was patient involvement and no harm.

Event description:
It was reported that during an infusion of axatilimab, the pump alarmed "critical error" which could not be stopped by the clinician. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that a critical error during infusion, the complaint of user error was confirmed during the log review but was not confirmed or replicated during the investigation. Functional testing and channel disconnect replication testing was performed to verify the functionality of the suspect pcu. The results found no issues. The logs of the suspect pcu s/n (B)(6) were downloaded from the device. On (B)(6) 2025 at 2:06 pm, two concomitant pump modules s/n; (B)(6) (assigned to channel a) and s/n (B)(6) (assigned to channel b) were attached to the suspect pcu. The user selected yes to new patient display and the profile in use was identified as ¿heme onc?¿. The last infusion programmed was observed with the concomitant pump module s/n (B)(6). Between 2:06 pm and 2:08 pm, a guardrails drugs infusion was programmed (investigational drug inv ¿ mcg, rate = 100, vtbi = 25) and was initiated. At 2:16 pm, the log review showed that the two concomitant pump modules were disconnected at the same time, and channel disconnect alarm was displayed. Between 2:23 pm and 2:45 pm, the tamper switch was pressed a total of 17 times without any effect (invalid keypress), and the pcu was powered off. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Additionally, the alaris system manual v9.33 on the section attach and detach module (continued) states: ¿when properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation.¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w.o.) (B)(4). The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of critical error during infusion was confirmed during the error log review of the suspect pcu, however, it was not replicated during the laboratory testing. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing.